Manufacturer narrative:
In compliance with 21cfr part 820.198-quality system regulation- and natus quality management system, we initiated the investigation of the event. Following 21 cfr part 806, natus has determined that field corrective action required .the fca is in progress to fix all the affected carts.

Event description:
Four screws that hold together the camera boom to the base of the cart loosening after install.